Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dc extension cable would not activate; it would not deliver energy. A new cable was used to complete the procedure. There were no patient effects. The serial number is unknown. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the cable. There was no evidence of blood. A pre-cautery test was performed on the device with a reference power supply and hemopro tool. The device passed the pre-cautery test; the hemopro device produced energy and steam, and did not remain activated. Based upon the functional test, the reported failure could not be confirmed. (B)(4).